Manufacturer narrative:
The device was received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from USA stating the device was "making loud noises and had a bad motor". The device was being used during knee surgery. There were no patient or user injuries reported. There was no additional information provided.